Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Pump supplies were changed to resolve the occlusion. Customer could not recall if blood glucose was impacted. As the occlusion occurred in the past, tandem technical support was unable to determine a cause.